Event description:
The customer reported that elevated cardiac troponin (accutni) results were generated from an access 2 immunoassay system for multiple patients over two days. The treatment of one of the patients involved in this two day event was impacted by the erroneous accutni result. This report is to address the initial, elevated, erroneous accutni result generated on an access 2 immunoassay system on (B)(6) 2011 which resulted in the impact to one patient's treatment. The initial accutni result was elevated, and within the risk stratification range of the assay. This result was reported outside of the laboratory and the patient was admitted to the hospital based upon this result. No additional patient treatment was identified beyond admission to the hospital. Two hours after the initial erroneous accutni result, a repeat test was performed on the same instrument which yielded another elevated accutni result within the risk stratification range of the assay. The sample was then repeated on another instrument which yielded a lower result, within the normal range of the assay, which was regarded as valid. The patient was subsequently released from the hospital. The test sample was collected in a lithium heparin tube with gel separator, was centrifuged at room temperature prior to testing, and was tested within one hour of collection. The sample possessed a hemolyzed appearance and was a short draw. Instrument assay quality control results recovered within the customer's established specifications prior to the event. A system check performed prior to the event failed to meet specifications due to a high substrate coefficient of variation.

Manufacturer narrative:
Service was dispatched to the site for this event. Instrument preventive maintenance activities were performed and multiple hardware concerns were addressed. Hardware is the root cause for this event. Associated mdrs: 2122870-2011-06497, 2122870-2011-06512, 2122870-2011-06513.